Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms including vomiting and a mild headache. The cgm displayed a low reading at the time. At approximately 7:00 pm, the patient contacted a nurse at the hospital. Following a bg reading of 572 mg/dl, the nurse advised the patient to go to the emergency room. By 8:00 pm, the patient arrived at the emergency room independently. Upon evaluation, the bg level was confirmed at 570 mg/dl, while the cgm reading was 63 mg/dl. A blood test was performed, and the patient received treatment with intravenous (IV) fluids. The patient was also administered 8 units of glargine (lantus), a long-acting insulin. Following treatment, the patient¿s bg level decreased to 166 mg/dl, which matched the cgm reading at that time. The patient was subsequently discharged from the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was reported to be okay and in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. The reported glucose values fall within the d zone of the parkes error grid checked in the ER. No additional patient or event information is available.